Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged. The lead was explanted and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6947, lead, implanted: (B)(6) 2010; 5076, lead, implanted: (B)(6) 2010. (B)(4).